Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2014-03734 and 1627487-2014-03735. It was reported the patient was experiencing pain at her scs ipg pocket and scs lead sites. The scs system was explanted and replaced with a competitor's system.